Event description:
Hill-rom received a report from the account stating the bed exit worked intermittently. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit switch was worn needing to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed exit switch to resolve the issue. Based on this information, no further action is required.